Event description:
No additional information.

Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. H3 other text: see manufacturer narrative below.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3093654. D4. Medical device expiration date: 31mar2026. H4. Device manufacture date: 07apr2023. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte autoguard winged, 24g x 0.75" the catheter was damaged. There was no report of patient impact. The following information was provided by the initial reporter: this is in regard to bd insyte autoguard winged, we have been having issues with the IV catheter splitting at the tip when inserted and unable to flush.